Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned the helix fully retracted and clogged with blood. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies on the lead. The lead could be fully inserted into the test is4 connector sleeve and the test ICD. Dimensional analysis results were within product specifications.

Event description:
It was reported that during implant, device interrogation revealed high pacing impedance and no pacing on the right ventricular (rv) lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.